Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had been difficult to place during the initial implant procedure. It was additionally reported that the lead was later having loss of capture, poor sensing and elevated short interval counts (sic). There was an rv lead dislodgement from the septal wall down to the rv apex. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.